Event description:
Report from the field indicated that a congenital hydrocephalus pt was implanted with the valve on 4/22/1998. Approximately 2 months after the implantation, valve obstruction was suspected and confirmed by a shunt radiography with contrast media. The valve was explanted and replaced.